Event description:
Deflation of left breast implant; bilateral implant explantation. Re-implantation will be deferred 8-10 weeks for antibiotic therapy and healing, due to suspected infection.

Event description:
Bilateral breast re-augmentation with mentor implants.

Event description:
Possible deflation.